Event description:
A customer reported to (B)(4)-baxter that 10 minicaps were damaged due to the packaging style. No patient injury or medical intervention was reported. This report addresses product sample 10 of 10.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the customer obtained the results of 279 mg/dl and 134 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.